Manufacturer narrative:
Please note that the investigation was performed only on the components right (male) iui connector as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the syringe pump module alarmed as "error - disconnected" during an infusion. Following the error message, the pc unit did not register the channel. The clinician clamped the line and physically disconnected the module and re-attached it. The unit did not register the module for approximately thirty (30) seconds. The unit then registered and the channel 'c' appeared on the module. However the current infusion information was lost. The customer found that the root cause of the disconnection was due to bad male iui connector. The customer resolved the issue by replacing the iui connector. There was patient involvement but no harm.

Event description:
It was reported that the syringe pump module alarmed as "error - disconnected" during an infusion. Following the error message, the pc unit did not register the channel. The clinician clamped the line and physically disconnected the module and re-attached it. The unit did not register the module for approximately thirty (30) seconds. The unit then registered and the channel 'c' appeared on the module. However the current infusion information was lost. The customer found that the root cause of the disconnection was due to bad male iui connector. The customer resolved the issue by replacing the iui connector. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.